Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse events could occur or have been reported in association with the use other novasure system: thermal injury to adjacent tissue. (B)(4).

Event description:
It was reported by maude event report (mw5066523) a patient underwent a novasure endometrial ablation (exact date unknown) and was discharged home. The patient reported on (B)(6) 2013, "while at work I felt and heard a pop. I went to ER they sent me in for an MRI around 7 am. At 3 pm my obgyn who performed the 1 had a d and c and an uterine ablation done in the ER and they preformed a CT scan that night. The following ablation came to see me and told me my uterus and my small intestine was burned and popped open and I me that I would have to have a total hysterectomy and an intestinal resection. I stayed 4 days in the hospital. No additional information forthcoming.